Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: materials analysis confirmed that the fracture surface was consistent with ductile overload. Corrosion byproducts on the stainless steel holding pin implicate oxidation as a plausible contributing factor, which may have caused localized swelling and elevated stresses of the device components. There was no material or manufacturing defects identified during the material analysis. Conclusion: the cause of the retractor base plate fracture is likely a combination of repetitive use, surface-level oxidation, and the application of elevated loads during use.

Event description:
The implant surgeon at the clinic reported that "during an mini-invasive l5-s1 arthrodesis, the devices fractured. Sales rep was present during the event and confirmed that there was no delay and no adverse consequences for the patient.

Event description:
The implant surgeon at the clinic reported that "during an mini-invasive l5-s1 arthrodesis, the devices fractured. Sales rep was present during the event and confirmed that there was no delay and no adverse consequences for the patient.